Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results for two patient samples while using the cobas sars-cov-2 assay for use on the cobas 6800/8800 systems. The alleged sample 1 initially generated a positive result for target 1 (sars-cov-2) and a negative result for target 2 (pan-sarbecovirus). The same sample was then repeated twice: 1st retest was negative for both targets and 2nd retest was negative for target 1 and positive for target 2. The alleged sample 2 initially generated a positive result for both target 1 (sars-cov-2) and target 2 (pan-sarbecovirus). The same sample was then repeated twice: 1st retest was negative for both targets and 2nd retest was negative for target 1 and positive for target 2. The positive sars-cov-2 results were released. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
No product problem identified. The cause for the discrepant results observed is sample specific. The likely cause for the discrepancies and delta CT values is sample specific. It is likely that these 2 samples are low viral rna present for efficient pcr. Another probable but less likely cause would be a mutation in target 1 (sars-cov-2) sequence. Although target 1 generated an early CT value for each sample once, the curves generated show very low amplification. The results generated indicate 2 samples at the lod of the assay which can be expected to waver between positive and negative results. The wavering results can happen between targets as well, although not as common. It is also possible that there is a mutation in the target 1 sequence causing low amplification and dropout. Also of note, both samples were pcr media stored at room temperature ¿ the type of sample is unknown. Pcr media collected samples are only to be kept at room temp for up to 24 hours as it will continue to lysis the sample and plausibly produce pcr interferents. Device code changed from false positive result to non reproducible results.